Event description:
There was no patient involved in this event. This device malfunctioned because it was switching off and the device was emitting a "low battery" warning message. A device in fault mode if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on 2nd june 2008. The next event was on (B)(4) 2010 when the device failed a self-test due to a low battery. The user was alerted by an audible beep and a flashing red led status indicator. The device was left in fault mode until(B)(4) 2010 leading to the depletion of the pad-pak. Although no fault was found with the pad or pad-pak the pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.